Manufacturer narrative:
The device was returned and the evaluation found no reportable malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During the device evaluation, the colonovideoscope exhibited a white foreign material in the air/water tube and air/water cylinder, in addition to foreign material in the connecting tube and the bending section cover adhesive. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigations, the adhesion of the material at the a/w cylinder, a/w channel, a-rubber glue, and insertion section were confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. It was confirmed that the reprocessing steps were implemented in line with the instructions for use (IFU). It was confirmed that the section of the device with the foreign material residue had no deformation. Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). There was no report that the device was used for procedure while the event occurred. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): ¿ IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. ¿ IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.